Manufacturer narrative:
E1: (b)(6).Based on the available information, this event is deemed to be a Reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.

Event description:
It was reported that patient experienced tape not sticking event on (b)(6)2026.